Event description:
Heartmate 3 pump was prepped on the back table. Locking mechanism was verified to be adequately locking by verifying the locking tabs were abutting the inflow cannula. Heartmate 3 pump was locked securely in apical ring by surgeon as verified by absence of yellow marker and inability to rotate the pump once affixed to the sewing ring. Upon starting the pump, air was noticed in the left ventricle. The pump was stopped. The patient was placed back on full bypass. When surgeon assessed for bleeding, it was noticed that the pump was not completely sealed despite being locked as per process recommended by the device manufacturer.